Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator exhibited farfield r-wave oversensing causing inappropriate auto mode switch episodes. The device was reprogrammed and the patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.